Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. End user states there is intermittent operation of compressor. MDR filed.